Manufacturer narrative:
Per tandem user guide: avoid exposure of your pump to temperatures below 41°f (5°c) or above 99°f (37°c). Insulin can freeze at low temperatures or degrade at high temperatures. Insulin that has been exposed to conditions outside of the manufacturer¿s recommended ranges can affect the safety and performance of the pump. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed pump supplies to address the issue and resumed insulin delivery. A system check was being performed by tandem technical support, however, the customer declined to complete the check. Reportedly, the customer is using cold insulin. Tandem technical support informed the customer that cold insulin is off-label per the tandem user guide. The customer's blood glucose was 139 mg/dl.